Event description:
The customer reported that the cine was not working properly. They were receiving image blooms during the cine run.

Manufacturer narrative:
The ge service rep recalibrated the tube and te monitor unit tested ok.